Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #: (B)(4).

Event description:
It was reported that data was lost during a cardiac ablation procedure, the customer noticed a message along the lines of "pacs connection lost". At the end of the study, the study could not be found in the browser and did not transfer to pacs. The exam was completed and there was no injury.